Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who indicated that the x3 has a burned msl connector. The customer stated that the issue occurred due to the nursing staff poorly cleaning the device. The customer stated that the nursing staff wiped the bottom connectors that connect to the docking station and placed the device into the slot while wet, which caused the device to spark. Based on the information available and the testing conducted, the cause of the reported problem is improper cleaning of the device. The reported problem was not confirmed. The customer stated that they have resolved the issue by replacing the parts that were affected by the burn.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that an x3 module attached to an mx750 and mounted on an fmx-4 module rack had a pin catch fire in the room, so the connectors were burnt. There was a measurement server link (msl) display error over power. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.